Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline of the pump did not have the tunneling adapter on properly out of box. During pump preparation the tunneling adapter fell off the sterile field as the physician assistant took the pump out of the sterile tray. The tunneling adapter was not cut. The tunneling adapter was loose around the pump cable. A size 36fr chest tube was used to tunnel the driveline. The hospital had no extra tunneling adapters in stock, the product had expired on their shelf.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported loose tunneling adapter could not conclusively be determined through this investigation as no product was returned for evaluation. The submitted photos confirmed the report that the tunneling adapter came off of the pump cable. Two photos of the tunneling adapter were submitted. The knots on the adapter string were still intact, but the adapter had come off and was not secured around the pump cable. The distance between the knots was unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for evaluation. A manufacturing analysis task was initiated to investigate the heartmate 3 tunneling adapter issue. The manufacturing analysis found that this complaint is not manufacturing/design related and the root cause is inconclusive. DHR review, awareness retraining, and query of existing complaints were performed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 01mar2022. The heartmate 3 lvas IFU is currently available. Section 5 entitled "surgical procedures" describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.